Manufacturer narrative:
Investigation summary: received one (1) used list# 14001-31, primary plum set inspection. No damages or anomalies noted. Received one (1) picture. The set was leak tested, and a leak was observed. The clave was disassembled and torn seal with a tear on the side and v-shaped tear on top were observed, typical of a needle strike. The complaint of leak was confirmed. The probable cause of the observed damage is typical of access with an incompatible mating device. The damage observed on the clave is typical of access with a needle. The dfu states ' do not use needles, blunt cannulas, or luer caps on needle free connectors. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Device has been received but evaluation has not been completed.

Event description:
Event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm where the reporter stated that the medical device was connected to the solution with medication, but when flushing the system, a leak was observed at the connector of channel b, on a secondary port with clave connector during use on a patient. There was no harm as a result of this event.